Event description:
It was reported that a merlin.net transmission revealed noise on the atrial lead causing auto mode switching and noise reversion episodes. No patient symptoms or additional information was reported.